Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient received unspecified treatment in hospital for the event. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was ongoing. The reporter declined to provide additional information.